Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum syringe pump alarmed system error 21502 (flange sensor failure) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h11: the device was received for evaluation. Functional testing was performed, and at power up, problem code 21502, flange sensor failure occurred. A flange sensor test (fst) was performed, and it failed. The mechanism flange assembly was replaced and the fst passed. A calibration and fst were performed, and the pump passed all tests. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the problem code 21502 flange sensor failure was the mechanism flange assembly. The flange assembly was replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.